Event description:
It was reported that the patient is planned to have a replacement. On (B)(6) 2015, it was reported that the patient states stimulation stopped around (B)(6) 2015. On (B)(6) 2015 she states she felt a shock around the generator site. She was admitted to the hospital on (B)(6) 2015 and the surgeon decided to replace the battery. Impedance was within normal range. The battery was replaced on (B)(6) 2015. The generator was discarded after surgery and will not be returned for analysis. Follow-up for additional information from the patient's surgeon and neurologist has been unsuccessful to date.